Manufacturer narrative:
Additional information provided in: event.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on future date due to unspecified reasons. It was further reported the surgery is expected to occur on (B)(6) 2019. It was also further reported that the device is going to be revised due to a malfunction. It was further reported that the ipp device was revised due to a suspected malfunction of the quick connector.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on future date due to unspecified reasons. It was further reported the surgery is expected to occur on (B)(6) 2019. It was also further reported that the device is going to be revised due to a malfunction.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of malfunction was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on future date due to unspecified reasons. It was further reported the surgery is expected to occur on (B)(6) 2019. It was also further reported that the device is going to be revised due to a malfunction. It was further reported that the ipp device was revised due to a suspected malfunction of the quick connector.